Event description:
The customer reported that the system would not display interpretable images. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep replaced the interconnect cable and the power cord. The system was tested and found to be working as intended and put back in service.